Event description:
I have a severe latex allergy. I have had anaphylaxis in the past. Please see (B)(6) petition with over 100 signatures. I carry 2 epi pens and would like latex gloves banned from all food services in (B)(6). Many states have adopted due to severe allergies. I would also like powered latex gloves from being manufactured due to severity of airborne allergy of latex. (B)(6). Thank you, (B)(6). Please let me know if this is being addressed. Thanks.